Event description:
It was reported there was no sound on the monitor in the social room. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
Section e reporting institution and reporter phone # (B)(6). The medical technology technical directorate emailed stating to cancel the onsite service request as the issue has been fixed. No further information was provided; therefore, the cause of the customer's allegation is unknown. H3 other text : see h10.